Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician noticed the insulation of the lead was damaged due to wavy and lumpy surface. The insulation damage was confirmed via visual examination by the physician. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.